Manufacturer narrative:
Conclusion: intra-procedural images and case summary were provided for review. The patient¿s annulus perimeter was 80.3 millimeter (mm) with a perimeter derived diameter of 25.6mm which suggested a 29mm evolut. Additionally, the ascending aorta was slightly dilated with a "diameter" of 37.3mm and a flared left ventricular outflow tract with a perimeter of 82.4mm. The fluoroscopic valve load inspection was provided and confirmed a good load. The first valve was deployed to 80% and depth assessment was performed. The depth at the non-coronary cusp (ncc) was approximately 8mm and 3-4mm at the left coronary cusp (lcc). Of note, per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth >1mm or >5mm. In this case, a recapture was warranted. However, the decision was made to release the valve resulting in a depth of 14mm, approximately. The valve appeared to dislodge further into the left ventricle (lv) to approximately 18mm. Complete heart block was reported. The dislodged valve was snared and pulled to the ascending aorta per image. A new valve was deployed to 80% resulting in the same depth as the first valve, approximately 8mm at the ncc, and 3-4mm at the lcc. The new valve also dislodged to approximately 18mm deep. On the final angiogram, there was also evidence of an aortic dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated the non-convulsive status epilepticus (ncse) relatedness of the event was probable to the valve procedure and valve itself. The valve dislodgement was reported as not related to the delivery catheter system (dcs).

Event description:
Medtronic received information that during the implant of a 29 millimeter (mm) transcatheter bioprosthetic valve, the valve was positioned over a non-medtronic guidewire and delivered to the aortic valve annulus. A pre-balloon aortic valvuloplasty (bav) was not performed. As reported, at 80% deployment the valve appeared satisfactory. The valve was deployed under rapid, controlled pacing and the delivery catheter system (dcs) was retrieved without issue. However, the valve was noted to be too low into the left ventricle with moderate paravalvular leak. A 6 fr goose snare was used in attempt to reposition the valve. However, the valve was pulled back and dislodged into the aortic arch. As reported, it was firmly in place in the aortic arch. A second aortic transcatheter valve was then implanted with controlled pacing. However, this valve also dislodged at the left ventricle. Throughout the valve implant procedure, the patient¿s hemodynamic status remained stable. Complete heart block was present and temporary pacing was maintained. An aortogram had identified an aortic dissection. The physician chose to conclude the procedure and gain a cardiothoracic consult. The hemodynamics continued to remain stable. An echocardiogram was performed by the physician and noted the images were limiting; however, no pericardial effusion was detected. Following the implant of these valves, the patient reported chest pain. A bedside echo computed tomography (CT) aortogram identified a small, contained, medial aortic dissection, type a aortic dissection, above the sinotubular junction (syj). A dissection flap from the distal aspect of the proximal transcatheter aortic valve implant (tavi) to the distal tavi. As reported the valve snaring caused the dissection. A cardiac surgical consult performed and it was decided to treat ¿conservatively¿ with the pain settling, no significant hemodynamic instability nor a pericardial effusion present. The conservative treatment included a bedside echocardiogram, continue slow intravenous fluids overnight, ongoing cardiac monitoring for tachycardia or bradycardia arrhythmias with planned outpatient follow-up in the structural heart disease clinic. The dissection was reported as causal to the procedure and valves and caused by the valve snaring. The day following the implant of the bioprosthetic valves non-convulsive status epilepticus (ncse) occurred. The patient reported feeling ¿so¿ tired and confused but denied pain. The permanent pacemaker implant for the complete heart block was delayed as result of the patient¿s status. A blood test for septic and/or delirium was performed. An antipsychotic medication was administered. A CT of the brain (ctb) was performed, and no abnormalities detected. An electroencephalogram (eeg) was also performed. The decision was made to treat as ncse. There was question of left facial droop and stroke. A glasgow coma score (gcs) of 7. The stroke code was implemented as the neurologic signs and symptoms were consistent with a stroke. This was reported as possibly related to the procedure. Following family discussion of the ongoing patient deterioration, end-of-life care measures were implemented. The patient died 3 days following the valve implant procedure. The death was reported as causal to the procedure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro transcatheter aortic valve; product ID: evolutpro-29 (serial: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2023. Continuation of d10: product ID: l-envpro-16; product lot/serial number: (B)(6); product type: loading system. Product ID: envpro-16; product lot/serial number: (B)(6); product type: delivery system. Product ID: envpro-16; product lot/serial number: (B)(6); product type: delivery system. Product ID: ampltaz gooseneck snare; product lot/serial number: unknown; product type: snare. Product ID: safari guidewire; product lot/serial number: unknown; product type: guidewire. Product ID: lunderquist guidewire; product lot/serial number: unknown; product type: guidewire. Product analysis: the products were not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Select patient information cannot be documented in the report due to regional privacy regulations.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.